Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation of the pacemaker revealed an elective replacement indicator alert indicating battery depletion. Premature battery depletion was suspected as the battery longevity decreased earlier than expect. Last device check, 6 months prior showed a battery longevity of 1.7 years. No intervention was performed. The patient was in stable condition.